Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. If the device is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the condition for a colleague infusion pump that encountered sensor errors was not confirmed and not duplicated during product evaluation. The cause of the sensor error could not be identified. Therefore, no assignable cause could be provided for this condition and no repair was necessary. This involved a colleague infusion pump with a user interface module master software version 6.63.92.

Event description:
The facility representative reported to baxter (B)(4) a colleague infusion pump that encountered a sensor error. This condition had the potential to interrupt delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.